Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as it would no longer completely inflate. A reimplant surgery was performed in which no fluid was found in the reservoir. During the procedure a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that no other patient issues were noted and the patient was said to be sent to recovery with a new functioning device.